Event description:
It was reported that the surgeon inserted an icmi25v4 12.5mm implantable collamer lens in 2008, and the lens was explanted in 2009, due to excessive vault. Pt experienced elevated iop, areactive midriasis, narrowing of the angle, angle closure and shallowing of the acd. An iridectomy was performed and a shorter lens was implanted.

Manufacturer narrative:
Areactive midriasis. Excessive: evaluation: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficult in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provided a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the clinical trial and is recommended in the current labeling of the icl. If the predicated length is too short, the result may be an inadequate vault. If the predicated length is too long, the result may be an excessive vault. Evaluation of newly available, alternate measuring device is ongoing.